Manufacturer narrative:
In this case, the returned device analysis confirmed the reported single gripper actuation issue and gripper line break. The broken gripper line resulting in the single gripper actuation issue during device preparation may be related to a potential product quality issue. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information reviewed and the analysis of the returned device, the reported broken gripper line resulting in the single gripper actuation issue may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
N/a.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a mitraclip xtw, a gripper was not able to raise, and a broken gripper line was observed. It was noted that the gripper was not able to raise due to the broken gripper line. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure.